Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the event date was (B)(6) 2025. The event date has been updated to (B)(6) 2025.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the customer reported that when changing the endoscope from up to endoscope below, the picture was inverted to upside down and one of the instruments (arm 2) moved in an inverted way. The customer took the endoscope out and inserted it again and problem was solved. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer placed the ports and docked the system. The procedure was a radical prostatectomy, extra peritoneal approach. The system arm was at a six o¿clock position. The vision orientation did not change on its own and it was reversed from the start, so upside down. It was changed from the console. Yes the endoscope did move freely with uncontrolled motion. It did recognize the correct endoscope but not the position. The surgeon did select the desired position. The image was inverted, and it was installed again to resolve the issue.

Manufacturer narrative:
The reported event was addressed with phone support. The site reinserted the endoscope and it worked. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. Isi did not receive the da vinci product with an alleged issue to perform failure analysis.